Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the flow restrictor connector. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between may 21, 2014 ¿ may 22, 2014. One actual unit was received for evaluation. Visual inspection showed no signs of physical abnormality that could have caused the reported problem. A functional leak test was subsequently performed by filling the infusor unit with green colored water. The next day, no evidence of a leak was observed at the flow restrictor connector or on other parts of the infusor unit. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.